Event description:
Customer reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.